Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental report will be completed.

Event description:
It was reported customer had an issue with multiple cartridges leaking from the base of the canister. There was no impact to customer's blood glucose level.